Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported by the patient that they had 8 electrodes and only 5 were working. The patient was not sure why the other 3 electrodes were not working. The patient stated that the health care professional (hcp) was not aware but that the manufacturer representative was aware. The patient reported that they had a certain stimulation setting and for some reason the setting reverted back to the old setting during the day when they were walking. The patient had been getting jolted in the past week. The patient stated that the setting changed back to the previous setting when they were walking and upright. The patient stated that this had nothing to do with the adaptive stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.